Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Device coding: incorrect prep: it should be noted that the preparation for use section of the rx traveler coronary dilatation catheter instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulty removing the sheath and the balloon rupture appears to be due to operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that during a procedure to treat a de novo, concentric lesion in the distal right coronary artery with moderate tortuosity, mild calcification and 100% stenosis, a 1.5x15 mm rx traveler balloon dilatation catheter (bdc) was advanced without resistance to the target lesion for pre-dilatation. The bdc was inflated; however, during the first inflation the balloon ruptured at 8 atmospheres. Reportedly, resistance had been felt during removal of the protective sheath, the device was soaked in saline and air aspiration was performed inside of the patient anatomy prior to use. The procedure was aborted without further treatment. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.